Manufacturer narrative:
The test strips' expiration date was not provided. The accu-chek inform ii meter (meter 2) serial number was not provided. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation about discrepant glucose results for 1 patient's sample tested on an accu-chek inform ii meter (meter 2) compared to a different accu-chek inform ii meter (meter 1). At 9:43 pm the patient was tested and the initial result was 510 mg/dl (tested on meter 1). At 9:44 pm the patient was re-tested and the result was 432 mg/dl (tested on meter 1). At 9:51 pm the patient was re-tested on another meter and the result was 387 mg/dl (tested on meter 2). The customer didn't believe the higher results and used the lowest result to determine the patient's sliding insulin dosage. The same test strips' lot number was used to test on both meters.

Manufacturer narrative:
The device code (a code) was updated. The investigation did not identify a product problem.